Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for th iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer elected to do the repair themselves. The customer replaced the drive manifold assembly (part number 0104-00-0018). The manifold drive assembly ( part number 0104-00-0018) was disposed by the customer, thus no further evaluation can be performed.(B)(4).